Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during an unknown cycle. The patient was not connected at the time of the alarm. The patient line had become separated from the transfer set as the patient had pulled it apart. The patient had not pressed go prior to connecting and a dummy tummy was not in use. The supplies were not damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the cg. There were no samples available. He had gone to the emergency room to have the doctors there fix the issue. The patient had then done manual exchanges to complete therapy. The care giver (cg) stated that the hc was then at ''end of therapy'' and wanted to know if it was okay to use the hc. The baxter technical services representative (tsr) explained the alarm and advised the cg to remove all of the supplies on the hc and set up with all new supplies. The patient's nurse was aware of the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.